Manufacturer narrative:
The returned device was evaluated and the exposed portion soft canula was found to be stretched, however this damage did not prevent fluid from flowing through the complete fluid path during investigation. It could not be conclusively determined when or how this damage occurred. The download data contained no timeouts or drive stalls indicating there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).